Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens failed to deploy from the device. There was patient contact, but no reported patient harm. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted inside the barrel. The lens is still in the loading area. The trailing haptic is folded in on the optic, which would indicate the plunger has been advanced and retracted. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported event may be related to a failure to follow the dfu. Inadequate viscoelastic was observed in the device. The manufacturer internal reference number is: (B)(4).